Event description:
It was reported that prior to an implant procedure the device could not be interrogated by the programmer. The device was not implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Further analysis was inconclusive. The device was returned due to loss of distance telemetry. The device was not implanted. The telemetry-c problem reported by the submitter was found to be a condition which did not allow a complete interrogation in telemetry-c. The 2090 doctor's programmer reported this failure as "noisy telemetry". Testing of rf circuitry revealed no anomalies. Analysis found that the reported distance telemetry problem is due to a problem in the d273 ic. Attempts to repackage the d273 were unsuccessful therefore no further analysis was performed.